Event description:
It was reported the tip broke during surgery. No reported injury to the patient.

Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the returned r3 offset impactor revealed moderate signs of usage and wear. The reported issue is confirmed as part of the tip of the device on the posterior end has sheared of which may cause malfunction. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for this device.